Event description:
It was reported that "surgeon saw what he thought was narrowing of joint space in medial compartment on serial x-ray post right total knee arthroplasty. After watching this for some time, he decided to revise the knee replacing the insert."